Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on at the preparation for use. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. Olympus india found the power unit failure of the subject device which might have caused the reported phenomenon. Olympus (B)(4) also found the printed circuit board and the connector failure of the subject device which might have made the intermittent image. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility the reported phenomena were attributed to the following causes for each; the subject device could not turn on; it might have been attributed to the aging deterioration of the components in the power unit due to the repeatedly long-term use passing more than 7 years since manufacturing the subject device. The intermittent image (the failure of the printed circuit board) was occurred; it might have been attributed to the component deterioration of the video connector socket of the subject device or the component deterioration of the printed circuit board of the subject device due to the repeatedly connecting and disconnecting passing more than 7 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.